Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. The insulin pump was also received with moisture damage on the battery tube, vibrator, and motor assembly.

Event description:
The customer's mother reported via phone call that the insulin pump had blank display. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.